Event description:
A customer contacted beckman coulter (bec) reporting a leak that was observed under the closed tube aliquoter (cta) in the unicel dxc 600i synchron access clinical system. The customer stated that fluid leaked onto the floor from the wash station overflow bottle. The customer also described a crusty yellowish material around the wash station. The leaking fluid was waste and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and goggles at the time of the incident. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that auto gloss was not being removed by the peripump. The fse replaced the peripump tubing which resolved the issue. Service activity verified. (B)(4).